Event description:
The physician reported that the patient visited to the hospital due to low heart rate measured by a sphygmomanometer and feeling sluggish. At the hospital, a lowheart rate around 40bpm was confirmed on ECG. Interrogation of the pacemaker showed a high ventricular lead impedance of 3000 ohms in both unipolar and bipolar settings. There was also capture failure with maximum output. A re-intervention was performed and the ventricular lead could be removed from the header without loosening the associated connection set-screw. Another pacemaker was subsequently implanted.

Event description:
The physician reported that the patient visited to the hospital due to low heart rate measured by a sphygmomanometer and feeling sluggish. At the hospital, a lowheart rate around 40bpm was confirmed on ECG. Interrogation of the pacemaker showed a high ventricular lead impedance of 3000 ohms in both unipolar and bipolar settings. There was also capture failure with maximum output. A re-intervention was performed and the ventricular lead could be removed from the header without loosening the associated connection set-screw. Another pacemaker was subsequently implanted.

Event description:
The physician reported that the patient visited to the hospital due to low heart rate measured by a sphygmomanometer and feeling sluggish. At the hospital, a low heart rate around 40bpm was confirmed on ECG. Interrogation of the pacemaker showed a high ventricular lead impedance of 3000 ohms in both unipolar and bipolar settings. There was also capture failure with maximum output. A re-intervention was performed and the ventricular lead could be removed from the header without loosening the associated connection set-screw. Another pacemaker was subsequently implanted.

Manufacturer narrative:
Preliminary analysis of the returned device verified proper visual and electrical characteristics.